Event description:
It was reported that the patient experienced pre-syncope. Noise that resulted in oversensing and inhibited pacing was noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure.